Event description:
A baxter global service manager reported a patient became unconscious during a treatment on a meridian hemodialysis machine. It was reported that two and a half hours after the start of the treatment, the machine gave a f530 alarm which stopped the treatment. Soon after that, the patient became unconscious reportedly due to hypotension (no vital signs were recorded). The patient was adminstered oxygen and the extracoporeal blood was manually returned to the patient. Thirty minutes later the patient recovered. It was reported that the hospital staff does not regard this incident as being related to the machine. Treatment parameters consisted of post pump arterial pressure monitoring, 160 ml/minute blood flow rate, 500 ml/minute dialysis flow rate, 4 hour intened treatment time. Intended complete treatment ultrafiltration (uf) goal of 3.4 kg. Actual uf was 1.5 kg. Patient access: fistula.